Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9, to update section h3 and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One unused 8fr angio-seal vip device was returned for product evaluation. The device was returned within the packaging. The hemostasis sheath was visible within the packaging. The tubing of the sheath was found to have disintegrated into fragments. The failure appeared consistent with embrittlement as the sheath had crumbled into pieces. The device was subsequently sent for material testing to verify material degradation due to light absorption. As the failure was consistent with embrittlement due to ultra-violet (uv)/light absorption, the component was subjected to fourier-transform infrared spectroscopy (ftir) to test for material degradation. The infrared spectrum of absorption was compared with a negative control sample to determine if the sample had experienced photo-oxidation due to light exposure. It was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation such as broad-spectrum lighting. The instructions for use (IFU) and the labelling on the device packaging warns the user against exposure to sunlight and artificial lighting. The complaint was able to be confirmed for fracture of the sheath. Material analysis was performed, and the sample was found to have been exposed to lighting. It appears that the device was stored improperly which led to light exposure and ultimately resulted in material breakdown. Warnings were provided on the device packaging and in the instructions for use (IFU) concerning device storage.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath inside the sterile packaging was crumbled into pieces. The terumo territory manager informed them of storing angio-seal out of uv light. Additional information was received on 26 aug 2022: the facility does not have a whole room sterilization equipment in place. There are warnings provided in the case box regarding storage of the device. They were stored in single unit pouches.